Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and scratched reservoir window were noted during the visual inspection. The insulin pump passed the reset error test with no reset error alarms.

Event description:
It was reported that insulin pump alarmed restart during normal use. The blood glucose level was not included in the report. Nothing further was reported.